Event description:
During laparoscopic cholecystectomy the covidien endo catch gold specimen retrieval pouch broke-this resulted in surgeon having to make a larger incision to remove gallbladder and increased risk of infection due to gallbladder contents spilling in patient. This is not the first time this product has been defective. Conmed core reposal trumpet does not fit properly (screw on to suction irrigator tip) and air leaks causing the normal saline to have a weak spray and it "spits" this is not the first time a surgeon has had a problem with this product.